Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that during a sample drawing, the catheter broke close to the hub where the catheter is joined. The customer further reports that chlorexidina 0.5% in alcohol 90 degree was used to clean the skin area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion. It was not difficult to secure and was secured with suture. The uvc was inserted less than one week. The uvc was for continuous use. It was replaced and changed with a catheter of the same kind. The pt is still hospitalized with regular progress.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.